Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information was provided noting that iop was controlled for 1 month post implantation. After that it was around 20mmhg and that patient had low diffuse bleb 10 days post op.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. The event of glaucoma progression is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient had a xen®45 gts implanted in the right eye. Approximately four and a half months later, patient experienced the event of severe stage of primary open-angle glaucoma. A trabeculectomy was performed approximately 2 months later. The device remains implanted.